Event description:
A journal article reports that neonate was admitted to the hospital with persistent jaundice. The neonate was also subsequently diagnosed with septicemia and galactosemia. While hospitalized, the neonate's blood glucose was initially monitored using the accu-chek active system. The article reports that the values obtained on the active system remained consistently elevated, although lab testing revealed that the neonate was not hyperglycemic, four blood glucose values obtained on the active system were reported: 13.3 mmol/l (2007), 19.5 mmol/l (the following month), 16.0 mmol/l (one day later), and 20.3 mmol/l (one day later). The same samples, when measured in the facility's laboratory, reportedly measured 3.1 mmol/l, 2.3 mmol/l, 1.7 mmol/l, and 1.7 mmol/l, respectively. The neonate's serum insulin resistance was measured at 0.8 mu/l. Report states that the high blood glucose values obtained on the active system were initially ascribed to stress hyperglycemia. Upon review of the active test strip package insert, a healthcare professional found the warning that galactose and maltose may cause overestimation of blood glucose values. Additionally, the package insert notes that neonates demonstrating symptoms of galactosemia should be confirmed with a laboratory reference. The journal article concludes that the device operator failed to recognize that the glucose dye oxidoreductase mediator reaction, used in the accu-chek active test strips, also measures galactose. This led to the overestimation of the neonate's blood glucose values which caused a delay in instituting appropriate dietary management of galactosemia and resulted in dangerous administration of insulin to a patient without hyperglycemia. Additionally, the blood glucose values obtained on the active system may have been affected by the high concentration of the bilirubin in the neonate's blood (635 ummol/l upon admission, 376 ummol/l following hydration and phototherapy). The package insert states that bilirubin concentrations greater than 342 ummol/l may interfere with the detection reaction. The report did not provide any information about treatment received following insulin administration or the neonate's current condition. No product was returned to the manufacturer for evaluation.